Event description:
Pt underwent a left total knee repalcement for severe osteoarthritis. Almost a month later pt returned to surgery for an incision and drainage, superficial and deep infection, and liner exchange of left knee. 4 weeks after initial surgery, pt presented to the office with a draining anterior wound. During surgery a rent in the medial retinaculum was noted.